Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t6 for an osteroporotic compression fracture. It was reported that "after filling cement into the cavity, cement leakage outside the vertebral body was confirmed". The surgical time was not extended due to the incident. The cement was allegedly stored at the proper temperature range prior to use and "doughy and homogenous" at time of insertion in the vertebral body. No patient complications were reported.